Event description:
A company representative reported that a patient was revised five days after implantation to address a rod migrated from a mesa deformity uniplanar screw. The patient reported experiencing lower back pain.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised five days after implantation to address a rod migrated from a mesa deformity uniplanar screw. The patient reported experiencing lower back pain.

Manufacturer narrative:
H3 other text : device remains implanted.